Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during service / maintenance the bronchovideoscope had no image when adjusting the angulation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: g1 - contact office email. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to shortcut of the charged couple device cable, image noise occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to shortcut of the charged couple device cable, image noise occurred, and the endoscopic image was not displayed. Probable causes such damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.